Event description:
Related manufacturing reference number: 2017865-2024-71681. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, the patient developed a ventricular tremor that was resolved by cardiopulmonary resuscitation (CPR). It was alleged that the patient's underlying condition led to the arrythmia. The lp was not implanted and the procedure was abandoned. The patient was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Manufacturer narrative:
The reported event was ventricular tremor during implant. As received, a complete catheter was returned in one piece with no attached device and blood was noted at the distal cap region. Additional findings unrelated to the reported event(s): x-ray examination found the release and stationary tether wires were slipped inside their screws, as received.